Manufacturer narrative:
Based on measurements performed on the device during explant investigation, it must be assumed that the explantation was not due to a technical problem. The recipient_s perception was unsatisfactory; however, no technical problem could be detected. Based on the device investigation and the recipient report the reason for the reduced benefit for the recipient seems to be non-device related. In addition, the recipient reportedly has very thin skin and suffered from a skin 'ripple' at the implant site, which might have contributed to the fluctuating hearing performance. However, the magnet strength was deemed appropriate. As the patient was not re-implanted with a bci, follow-up results will provide no further insight. This is a final report.

Event description:
The user reported that starting in 2019 she started experiencing unstable loudness and speech perception when using the device. There has been a notable decrease in audiological testing performance since that time. The user has been explanted on (B)(6) 2021 and implanted with a passive middle ear implant.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that starting in 2019 she started experiencing unstable loudness and speech perception when using the device. There has been a notable decrease in audiological testing performance since that time. Additional fitting of the amade audio processor (ap) as well as an upgrade to the samba 2 ap was not able to facilitate performance stability again. The surgeon has decided to explant the device which is planned for (B)(6) 2021.